Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: the pump's black box recorded a loss of prime with a zero force reading and no cartridge detected alarms. The pump was able to perform the prime steps with no issue. The force sensor passed a calibration check. Corrosion was found on the force sensor plate and the force sensor wire. Unrelated to the internal moisture corrosion, the display screen was faded and pink. Additionally, the battery compartment was cracked below the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.